Event description:
The doctor claims that the graft was for an above knee fem pop bypass in a pt. The graft was placed about six years ago and reviewed at regular intervals. The pt recently noticed mild pain in lower thigh and surveillance scan showed development of an aneurysm in the distal graft, which was operated on and resected with an interposition ptfe graft (MFR not stated). The aneurysm was revealed to be in the graft itself - it was not at the anastomosis and had no evidence of infection. The explanted section has been retained at the hosp and is not available for bsc investigation. The pt past health included: smoker, mild hypertensive (on no medication), previous duodenal ulcer. However they were generally fit, active and well apart from their perirpheral vascular disease. In 1998 they had a right above knee fem pop bypass for atherosclerotic occlusive disease. The graft used was a 7mm x 40cm haemashield vantage graft supplied through boston scientific. Catalog number 375407, lot number 467147. The operation and recovery were uneventful and they were discharged well on the 4th day. Regular follow up did not reveal any problem as recently as last april when ultrasound surveillance showed the graft to be normal. However on routine duplex scan in april this year they were found to have developed an aneurysm in the distal portion of the graft. The doctor has stressed that this aneurysm was in the graft itself. It did not involve the anastomosis and cultures taken from the surrounding tissues and the graft itself were negative for infection. Note: in 8/2005, co received the catalog number for the complaint. This info has now been updated in the internal database. Into which leg the graft was placed and the batch number of the graft have not been confirmed at this time. Company has also learned that a sample is being returned for investigation. The exact date of the implant is unknown at this time and has been approximated, based upon the complaint report, for reporting purposes only.